Manufacturer narrative:
Per the manufacturer's sales representative, the occlusion magnet assembly came apart. There was a piece that fell off underneath the knob that was used to tighten the occlusion.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occlusion would not tighten. As a result, an alternate device was employed. There was a delay of approximately 15 minutes during set-up. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's sales representative, the magnet portion of the occlusion set-up became loose and fell out. The occlusion was working correctly but the magnet was not engaging, therefore, there was a lack of the clicking sound indicating tightening. There was no malfunction of the heart lung machine (hlm) that was used during the procedure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The reported issue occurred during set-up and the suspect device was changed out prior to the beginning of the procedure. Per clinical review: the team had to exchange a roller pump in the sucker position while setting up for a procedure. The roller pump was not used in the case. The patient did expire on bypass, but the roller pump and heart-lung machine (hlm) had no impact in the outcome of the patient.